Event description:
It was reported that during the user's routine check, the cs300 intra-aortic balloon pump (iabp) data is not reflected on the screen. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6). Due to character restrictions in block e1 address: (B)(6). Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported that, it was detected that no data was coming to the device screen. It was detected that the power supply assembly part of the device was defective. The power supply assembly (d014-00-0033-05) part of the device needs to be replaced. The device is not suitable for clinical use. The customer informed that he did the repair himself. No information was shared about how the problem was solved.